Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (completely popped out). As a result, the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the valve had fallen out of the luer fitting. The reported failure was confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.